Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer called in to report that the new lot they received yesterday are overfilling today." "What was the level of tube fill? Filling past line x over fill how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)?automated fill level what was the tube¿s expiration date?06-30-2020 how was the tube drawn? Straight needle was a discard tube used? Not needed for straight needle was a successful draw achieved with the same lot? No" "patients will have to be redrawn"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer called in to report that the new lot they received yesterday are overfilling today." "What was the level of tube fill? Filling past line x over fill. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)?automated fill level. What was the tube¿s expiration date? 06-30-2020. How was the tube drawn? Straight needle. Was a discard tube used? Not needed for straight needle. Was a successful draw achieved with the same lot? No." "Patients will have to be redrawn."